Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient had abnormal impedances exceeding 20,000 ohms on their right side except on electrode #0. It was unknown if the lead, adapter, or ins had the anomaly. There was no change in impedances during measurement when the patient raised their shoulders and put their head on one side. The physician suggested the patient underwent a procedure, but the patient refused. Since patient's status was stable, the product will remain in service until the battery depletes. The issue was not resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.